Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was difficult to activate. The cause for the failure was that the front response button cover was missing. The root cause of the missing cover cannot be positively identified. No adverse event resulted from the damaged monitor.